Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose level ranged from 122-123 mg/dl. The pump successfully began charging after leaving the pump plugged into the power source.